Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 02/06/2024, it was reported by an arthrex subsidiary employee via (B)(4) that while using quickpass lasso, ar-6068-90, during a root repair surgery on (B)(6) 2024, the tip broke on the first stitch. No additional information was provided, and additional information has been asked.

Event description:
Additional information received: the tip of the device was retrieved and the case was completed with the same product.

Manufacturer narrative:
This report is being submitted to provide additional information in b5, d8/9, h3, h6: type of investigation, investigation findings, investigation conclusions, g3, and h10. Complaint allegation is confirmed. Upon visual evaluation, it was observed that the tip of 90° curve straight, quickpass lasso, had broken off. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or prying/leveraging the device during use.